Manufacturer narrative:
The country of origin is (B)(6). The customer product was requested for return. There are no more test strips remaining. If the product is returned in the future, a follow up report will be submitted a qc test was performed in may 2019 and passed. Relevant retention test strips (lot 393936 were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs plus meter serial number (B)(4) when compared to a laboratory result using the neoplastin method. The meter result was 4.3 inr and within an hour the laboratory result was 2.8 inr. No changes were made to the patients warfarin dose based on the meter result. The patients therapeutic range was not provided.